Event description:
It was reported that during the resection of the fibroid the cutting loop snapped off. The piece fell into patient. X-ray was taken but the piece wasn't found. Due to the potential fragment in situ the case is reportable as a precautionary measure.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).